Manufacturer narrative:
Account added slack to the CPR cable release. This resolved the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleges the head section is drifting.